Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the v60 ventilator went to inoperative with error code message of machine and proximal pressure sensors failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Device evaluation: the manufacturer's field service engineer (fse) sent the retrofit kit, data acquisition (da) pcba to motor controller (mc) pcba cable to customer for replacement. Resolution and disposition: customer replaced retrofit kit, data acquisition (da) pcba to motor controller (mc) pcba cable to address the reported problem. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.